Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 40 mg/dl. It was unknown that auto mode feature was active at the time of incident. Customer was treated with food. Insulin pump had crack. Customer stated that cannula was bent. Sensor had change sensor alert, calibration not accepted alert. Customer blood glucose was 94 mg/dl and connection issue was resolved. After changing sensor. The insulin pump will not be returned for analysis.